Event description:
The pump was returned for investigation. Investigation revealed that the solder joint was found to defective. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the history recorded one call service 078-0004 alarm. The solder joint was found to defective. There were no motor alarms or unusual noise duplicated during testing . The pump was opened and the motor flex cable was intact. There was no evidence of moisture in the pump. (B)(6).